Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another like device from a new box with a different lot number was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance breakage suture. An opened box with unopened representative samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of strands and no defects or damaged were observed. Functional test was performed on the samples and the tensile strength force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance ¿ suture breakage were found.